Event description:
This product was returned with the product for another MFR report. A complaint on this product was never received from the hospital and company was unable to obtain any additional information.